Manufacturer narrative:
Submit date: 8/17/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports leakage at the ultem luer adapter. The catheter was successfully replaced by using another palindrome. There was no person injured. The patient is well.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A sample was received for evaluation. A functional evaluation was performed and a leak was identified from the arterial adapter. The arterial adapter showed a cracked in the thread pitch area from the injection point. As per the instructions for use, it is necessary to perform an inspection before using the device. Do not use the catheter if it is damaged or appears defective. Over tightening catheter connections can crack some adapters. A possible root cause can be due to over tightening the adapter. A corrective action is not required at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for (B)(4), 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Additional information was received on 9/07/2016. The catheter was originally implanted on (B)(6) 2016 and it was pulled and replaced on (B)(6) 2016. The adapters were screwed on by hand. Kodan sterillium provided by (B)(4) was used to clean the adapters.